Event description:
A report was received from an in-home device user stating the right side of the device flange broke away from the tracheostomy tube after 3 months of use. No adverse effects to pt were reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.